Manufacturer narrative:
Ap. Lee. ¿shock and blue in percutaneous laa occlusion - timely diagnosis by tee¿. European heart journal cardiovascular imaging (2017): 18(supplement 3) p.iii32-iii33. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an air embolism occurred the patient presented with atrial fibrillation and recurrent ischemic stroke despite adequate anticoagulation. They underwent a left atrial appendage (laa) closure procedure; access was obtained via the right femoral vein and was monitored under anesthesia and transesophageal echocardiographic (tee) guidance. Transseptal puncture was performed under biplane tee. A 14-french delivery sheath was introduced into the laa for angiogram and closure device delivery. Based on combined 2d and 3d tee measurements of the laa orifice dimensions, a 30 mm watchman ® laa closure device was in optimal position and was deployed and released successfully. However, soon after closure device implantation, the patient became hypotensive (blood pressure (bp) dropped to 50/30 mmhg) and hypoxic (sao2 dropped to 90% on 6 l/min o2). Tee did not show any increase in pericardial effusion or features of cardiac tamponade. The right ventricular (rv) contractile function, however, significantly deteriorated and air bubbles were detected in the left atrium and ascending aorta. Which resulted in rv ischemia and contractile dysfunction. A doppler echocardiography revealed severe tricuspid regurgitation with a regurgitated jet directed towards the inter-atrial septum, and a significant right-to-left shunt through the patent foramen ovale and the iatrogenic atrial septal defect. Electrocardiography showed pacemaker rhythm with st segment elevation. The patient was administered 100% o2 (to minimize ischemia and to establish a diffusion gradient encouraging elimination of gas from the bubble). Intravenous (IV) fluid resuscitation and inotropes was performed. Emergency coronary angiography showed timi 0 flow in right coronary artery (rca). Optical coherence tomography showed no arterial dissection or thrombus. Flow in the rca resumed after IV fluid and high-flow o2. The rv function subsequently improved and the inter-atrial shunt reverted to l-to-r. Bp and sao2 normalized. Patient was discharged from the hospital 2 days after the procedure. Follow-up transthoracic echocardiography showed normal rv and lv function with no residual wall motion abnormality.